Event description:
During surgery, surgeon complaint about ziehm c-arm and nav (navigation) accuracy. After performing a calibration verification with the calibration pegboard, it has been confirmed the average error value was above the limits. Ziehm navigation not accurate. Ziehm technician not available, so calibration had to be postponed. Reference report: mw5145288. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).